Manufacturer narrative:
The communicator was returned for analysis. Analysis identified that the micro usb port was loose/rattling. The device passed battery charging bench testing but failed the jabil final functional test. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient couldn't get the communicator to charge since a few days ago. They thought that the reason why they were having issues was because of the power cord, however they received a replacement cord and when they got a chance to check the communicator, the patient mentioned that the only way for them to be able to charge it was to hold the charger tight and bend the cord towards the left. Otherwise, they had issues charging the communicator. An agent sent a request to repair to replace the communicator.